Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for a urine infection on (B)(6) 2016 at 7:30am with a blood glucose level of over 1000 mg/dl. Customer was wearing the pump at the time of emergency room visit. The customer felt symptoms of dry mouth and thirst for eight days. The customer did not mention how they were treated. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.